Event description:
Based on information received on 19-jan-2018, the report previously considered as non-valid became valid as the events of severe bilateral knee pain/severe pain, stiffness and swelling were added. Also, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was added to all events this unsolicited case from united states was received on 06-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after 9 days had severe bilateral knee pain/severe pain, stiffness and swelling. No past drug, medical history was provided. Patient had no known drug allergies. Concomitant medications include amlodipine and hydrochlorothiazide/losartan potassium for hypertension; zolpidem tartrate (zolpidem), fish oil, cyanocobalamin (vitamin b12) and magnesium. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl022; expiry date: may-2020) for bilateral primary knee osteoarthritis. On (B)(6) 2017, after 9 days of receiving injection, patient developed severe bilateral knee pain, stiffness and swelling. Patient had severe pain for days with minimal relief following subsequent steroid treatment. On (B)(6) 2017, patient had synovial fluid examination, white blood cell (wbc) was 28940, neutrophils was 40 (units not reported), no crystals and no growth. Corrective treatment: triamcinolone acetonide (kenalog), methylprednisolone (medrol) pack, celecoxib (celebrex), tramadol hydrochloride (tramadol) for all events. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for all events additional information was received on 19-jan-2018. The report previously considered as non-valid became valid as the events of severe bilateral knee pain/severe pain, stiffness and swelling were added. Also, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was added to all events. Event of an adverse event (unevaluable event) was deleted. Suspect product details updated. Clinical course updated. Text was amended accordingly.

Event description:
Based on information received on 19-jan-2018, the report previously considered as non-valid became valid as the events of severe bilateral knee pain/severe pain, stiffness and swelling were added. Also, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was added to all events this unsolicited case from united states was received on 06-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after 9 days had severe bilateral knee pain/severe pain, stiffness and swelling no past drug, medical history was provided. Patient had no known drug allergies. Concomitant medications include amlodipine and hydrochlorothiazide/losartan potassium for hypertension; zolpidem tartrate (zolpidem), fish oil, cyanocobalamin (vitamin b12) and magnesium. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl022; expiry date: may-2020) for bilateral primary knee osteoarthritis. On (B)(6) 2017, after 9 days of receiving injection, patient developed severe bilateral knee pain, stiffness and swelling. Patient had severe pain for days with minimal relief following subsequent steroid treatment. On (B)(6) 2017, patient had synovial fluid examination, white blood cell (wbc) was 28940, neutrophils was 40 (units not reported), no crystals and no growth. Corrective treatment: triamcinolone acetonide (kenalog), methylprednisolone (medrol) pack, celecoxib (celebrex), tramadol hydrochloride (tramadol) for all events outcome: not recovered for all events pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 7rsl022 expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl022 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Seriousness criterion: required intervention for all events additional information was received on 19-jan-2018. The report previously considered as non-valid became valid as the events of severe bilateral knee pain/severe pain, stiffness and swelling were added. Also, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was added to all events. Event of an adverse event (unevaluable event) was deleted. Suspect product details updated. Clinical course updated. Text was amended accordingly. Additional information was received on 24-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly.